Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy

Event description:
Unomedical reference number (B)(4). Event occurred in italy (B)(6) 2024, it was reported that the infusion set detached, which caused the patient's blood glucose was high 300 mg/dl and current blood glucose valve 120 mg/dl. The treatment for high bg: bolus cho zero and pen bolus. No further information available